Event description:
The sweden customer reported that after a recent annual preventative maintenance (pm) there was an issue with their new shock absorbers for the lower door of the coverstainer instrument. The shock absorbers were not working correctly as "the door falls down" if not fully opened. It was confirmed that no one was harmed, there was no damage to the door, and the customer was able use the instrument as long as they were careful with the door. The field service engineer (fse) serviced the instrument and replaced the shock absorbers. The instrument is fully operational and ready for use. Testing was able to be completed. While there was no direct, or indirect, user harm reported for this event; it is being reported due to the potential for harm if the event were to reoccur. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting.